Event description:
It was reported that the device appeared to oversense a wide qrs on the ventricular channel. Oversensing led to inappropriate hv therapy. All other measurements were within range. The episode was seen on (B)(6). Net transmission. The physician attempted to contact the patient to no avail. It was reported that the patient expired. Review of egms revealed at/af detected on (B)(6) and vf diagnosis on (B)(6). One shock was delivered and further therapy was.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Aborted. The ventricular rhythm on egms was irregular.